Event description:
It was reported that customer experienced cgm error and needed assistance with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not see error return after reset, and successfully started new sensor session, with no additional actions required.